Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. Per the reporter, the patient had high blood glucose for several days prior to the hospitalization. The patient's blood glucose "spiked" to 500 mg/dl on two days earlier, and he was unable to bring it down. On one day prior to original date, he discontinued use of the device but did not give himself insulin injections. Late in the day on the same day, he began vomiting. On original date, he was taken to hospital. Upon admission to the hospital, his blood glucose was >600 mg/dl, he was treated with IV fluids and insulin. Per the patient, he last changed his insulin cartridge on the following month. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.